Event description:
Ini 2008, boston scientific corp was informed that during a procedure, the resolution clip device clip would not deploy off the catheter. An add'l six clips were tried with the same result. The procedure was completed with an eighth of the same device without any pt complications. Pt is "stable". Note: this is the fifth report of seven related complaints. Please refer to MFR numbers: 3005099803-2008-06984, 3005099803-2008-6977, 3005099803-2008-06978, 3005099803-2008-06979, 3005099803-2008-06988, 3005099803-2008-06989.

Manufacturer narrative:
.